Event description:
Updated event description: an end user reported an issue with a 19cm solero applicator and solero generator. The applicator was successfully tested at 100 watts for 30 seconds. The treatment plan was 140 watts for 6 minutes. They started the percutaneous procedure of the liver at 100 watts according to the protocol, gradually increasing to 120 watts and then 140 watts. After 4.5 minutes, a high reflected power message was received, stopping the ablation. The procedure was terminated at this time as the ablation cloud was considered to be large enough and the target volume appeared to be comprehensive. No other ablation device was available to continue the procedure. The applicator was removed, and it was noted the ceramic tip had detached from the applicator and remained inside the patient. The physician reported that the end of the applicator appeared to be charred/burnt. Patient was discharged 6 days post procedure.

Manufacturer narrative:
Additional information: a2, a3a, b5. The customer's reported complaint description of probe ceramic tip was fractured and detached was confirmed based on picture provided by the customer, however, no complaint sample was returned. Without receiving product for evaluation a definitive root cause for this event cannot be determined. A potential root cause for the tip detached is thermal event that fractured the ceramic tip. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied with this device contains the following statements: intended use/indications for use the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).

Event description:
An end user reported an issue with a 19cm solero applicator and solero generator. During the microwave ablation procedure, after 4.5 minutes, a high reflective power message was received, stopping the ablation. The ablation could not be restarted. The applicator was removed and it was noted the ceramic tip had detached from the applicator and remained inside the patient. The physician reported that the end of the applicator appeared to be burnt where the tip was detached.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).